Event description:
Patient underwent cataract surgery in 2001 and implantation of staar model aa-4204vf intraocular lens in left eye. According to dr, the patient had minimal dilation and the doctor managed to dilate the eye enough to do the surgery. The capsulorhexis was intact when the doctor inserted the lens. The lens was rotating so easily that the doctor thought that there might have been a tear. The posterior capsule tear was not detected until the lens was inserted. The doctor cut the lens in two to remove, performed an anterior vitrectomy, and implanted another lens. Dr stated that was not sure what caused the capsule tear and could not confirm if it was due to the lens. If the doctor had known there was a tear, the doctor would have not used this model lens. Prognosis for the patient is good. The lens was discarded at the facility.